Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device was not completing the boot-up process. As a result, defibrillation therapy would not be available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperative single board computer (sbc). The inoperative sbc caused the device to not complete the boot up process.

Event description:
The customer contacted physio-control to report that the device was not completing the boot-up process. As a result, defibrillation therapy would not be available, if it was needed. There was no patient use associated with the reported event.